Event description:
During routine testing, the user found that there was no display on the catheter ray tube. There was no patient involved. Tests indicated that transistors q3 & q4 in assembly were shorted. The cause of the shorts could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.